Manufacturer narrative:
The image is blurry due to broken lens and debris in the optical system. Also, the rigid outer tube is bent with indentation on the edge of the distal tip. The cause of the broken lens is unknown. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer ultra telescope was returned to the olympus repair center for a reported ¿defects in the lens optics¿. The customer reported issue was found at preparation for use. During the repair inspection, the image was found blurry due to broken lens and debris in the optical system. No death, injury or harm was reported. This report is being submitted to capture the blurry image due to broken lens.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken lens was likely caused by excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.